Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 17.5 and 22.0 cm. An external abrasion breaching the outer insulation was found at 12.8 -13.0 cm from distal tip consistent with friction to another device or feature of the patient anatomy. An external abrasion breaching the outer insulation was found at 17.0 -17.5 cm from distal tip consistent with friction to another device or feature of the patient anatomy. An external abrasion breaching the outer insulation was found at 0 ¿ 0.5 cm from a reference point of the middle portion of the lead consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.